Manufacturer narrative:
D10: 02-020-13-0230 - truliant cr cem fem left sz 3: (B)(6), 02-022-47-3009 - truliant tib imp cr ins std sz 3, 9mm: (B)(6), 02-022-45-3030 - truliant tib fit tray cem sz 3f / 3t: (B)(6), 200-07-29 - advanced patella 29m 3 peg: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 58 yo female patient who had a left tka, reported complaints of stiffness despite physical therapy exercises. She is having difficulty descending stairs and transitioning from low seated to a standing position. The report indicated that athroscopic lysis of adhesions and manipulation under anesthesia occurred. The outcome stated resolved. No further information.